Event description:
It was reported that during insertion of the iab through the sheath, the iab became stuck and could not be advanced. During manipulation of the iab, a small piece of the balloon tore off and remained inside the sheath. It was removed using a surgical procedure. There were no reported pt complications.

Event description:
It was reported that during insertion of the iab through the sheath, the iab became stuck and could not be advanced. During manipulation of the iab, a small piece of the balloon tore off and remained inside the sheath. It was removed using a surgical procedure. There were no reported pt complications.